Event description:
It was reported to philips that the device was giving an error. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and found that the customer did not do the test load test which caused the error. There was no issue with the device. The device was tested and passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.